Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 instrument, and identified the failure mode as a defective potassium electrode tip. The fse replaced the electrode tip to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous potassium (k) patient results and with patient sample reference drift on their system unicel dxc 800 instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient data or demographics.